Event description:
It was reported that during a routine device change-out due to normal eri, a successful dft test was performed. On the second dft attempt, the patient could not be induced. The pacing lead impedance measured by the device and the psa was drastically high and the device could not measure high voltage lead impedance. It was observed that the lead had shorted where it was attached to the header. The ICD and lead were replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure. The lead was otherwise normal.